Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 424 mg/dl with trace ketones. The user addressed bg level with a bolus. System check could not be performed with tandem technical support as the elevated bg level was not occurring at the time of the report.